Event description:
It was reported that patient's right femur was revised. As reported by the rep "lag screw cut out". A gamma3 nail, lag screw, and locking screw were revised to a restoration modular stem construct with an lfit v40 head and uhr bipolar component. Rep reported that no further information is available due to sealed electronic medical records.

Manufacturer narrative:
The reported event that trochanteric nail kit, ti gamma3® ø11x180mm x 125° was alleged of issue (implant revision / removal without implant breakage) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the complaint history and the risk management file, possible cause for such failure is handling failure( e.g. Implant was damaged when implanted; inadequate reposition, wrong nail geometry chosen, position of implant is incorrect, mislocking, misdrilling). Revision surgery due to cut out is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique (correct positioning of the lag screw in the center of the femoral head). If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient's right femur was revised. As reported by the rep "lag screw cut out". A gamma3 nail, lag screw, and locking screw were revised to a restoration modular stem construct with an lfit v40 head and uhr bipolar component. Rep reported that no further information is available due to sealed electronic medical records.